Manufacturer narrative:
A specific root cause could not be identified. Based on the information available for investigation, it was noted that the liquid level detection alarms did not occur during the time of the discrepant results. The customer has not had additional problems with results since the field service engineer identified and corrected the misadjusted sample probe.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). The erroneous results were not reported outside of the laboratory. Patient 1 initial hcg + b result was 0.499 miu/ml. On (B)(6) 2016 at 5:31 p.m. The sample was repeated and the result was 154168 miu/ml with a data flag. The repeat result was considered to be correct and was reported outside of the laboratory. On (B)(6) 2016 at 10:10 a.m. Patient 2 (female, (B)(6)) initial hcg + b result was 0.499 miu/ml. The sample was repeated at 10:57 a.m. And the result was 3474 miu/ml with a data flag. The repeat result was considered to be correct and was reported outside of the laboratory. No adverse event occurred. The hcg + b reagent lot number was 187428. The expiration date was not provided. The pinch tube was last exchanged on 05/01/2016. Liquid flow cleaning was last performed on 06/04/2016. It was noted that the instrument produced several liquid level detection alarms. The field service engineer (fse) identified a misadjusted sample probe. In some cases the tip touched the tube wall. The fse adjusted the probe.